Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The target lesion was 2.5mm, 99% stenosed, 7.7mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation using a 2.0x15mm balloon catheter at maximum 10 atm. The physician then placed a 2.5x20mm taxus express2 study stent in the target lesion at 14 atm. A dissection occurred and the physician placed a non bsc 2.25x18mm stent in the dissected lesion. The procedure was completed. Post-stenosis of the target lesion was 10%. The patient was discharged from the hospital 2 days later on aspirin and panaldin. The patient had no any symptoms as a result of the dissection.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.